Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was traced to component failure. Also, for the air/water (a/w) tube has foreign objects. (White), the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During device analysis, the service center identified foreign objects (white material) in the air/water (aw) tube, as well as corrosion on the adhesive around the light guide (lg) lens and on the bending section cover (a-rubber). There was no patient involvement.